Event description:
Caller states neonate patient received the following advantage/lab results obtained at the same time: 80 mg/dl/0 mg/dl and 1 mg/dl, 99 mg/dl/20 mg/dl and 21 mg/dl, 85 mg/dl/16 mg/dl during the 2nd comparison a result of 80 mg/dl was obtained on an unspecified glucometer. Samples were drawn from the patient's heel. The patient received infusions of dopamine , dextrose, and nacl. It was not provided if the patient was treated based on meter or lab values. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).